Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (the lesion had 80% stenosis and a little calcification and tortuosity). Deformation problem. Related to operational context (the damage to the distal inner and outer shaft most likely occurred due to the guidewire ripping through the shaft as the device travelled over the procedural guidewire). Evaluation conclusion: device failure related to patient condition (the lesion had 80% stenosis and a little calcification and tortuosity). Operational context caused or contributed to the event (the damage to the distal inner and outer shaft most likely occurred due to the guidewire ripping through the shaft as the device traveled over the procedural guidewire). (B)(4).

Event description:
The physician intended to deploy a resolute integrity 3.00 x 15 mm drug eluting stent. The target lesion exhibited 80% stenosis and little calcification and vessel tortuosity. Lesion pre-dilation was performed. It was reported that the physician attempted to inflate the device however it would not inflate at all. It was reported that there was a leak detected in the hypotube. The lesion was treated by ballooning. No abnormalities were noted during preparation and inspection of the resolute integrity device prior to use. No patient complications were reported. Device evaluation: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the inner shaft markers. There was no damage evident to the stent segments or struts. There were numerous kinks visible along the hypotube. The distal inner and outer shafts were ripped extending 16mm distal to the guidewire entry port. Negative purge confirmed the presence of a leak. On pressurization of the device a leak was detected from the ripped section of the distal shaft. The distal shaft was cut away to facilitate inflation of the balloon. Negative purge did not detect a leak and the balloon successfully maintained pressure at 16 atm¿s (rated burst pressure).